Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014." It is alleged that "[pt] further suffered extreme pain and suffering from his ivc filter being tilted, embedded and perforating his ivc wall." Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a4, b1, b5, b6, b7, d1, d4, g5, h4, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: burning, throbbing, numbness, depression, sleeplessness, physical limitation. Unknown if the reported pain, burning, throbbing, numbness, depression, sleeplessness, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging tilt, vena cava perforation, and embedment. The patient further alleges "back and neck pain, pain shooting down right leg, throbbing, stinging, burning, feet and hands go numb, right side shoots pain in my right arm, chest pains, when I raise my right arm I can feel something pulling and shoots pain down my right arm," as well as depression and sleeplessness. Report from CT (computed tomography): "ivc filter is noted in place. The apex of the filter terminates at the level of the right renal vein, and below the level of the left renal vein. The apex contacts the anterior wall of the inferior vena cava. The struts appear to protrude beyond the walls of the cava. The posterior strut may be partially embedded in the superior endplate of l4 anterolaterally on the left. The lateral strut is nearly contiguous to the aorta."

Event description:
Patient allegedly underwent a failed retrieval attempt on (B)(6) 2020. Patient is also alleging organ perforation. (B)(6) 2020, report from CT: "there is a ivc filter in place. The legs appear to penetrate outside the wall. Although this is a cta with poor opacification of the venous structures the ivc at the level of filter appears expanded suggestive of ivc thrombosis. The common iliac veins external iliac veins and common femoral and superficial femoral veins appear expanded suggestive of bilateral dvt. There is a suggestion of more inferior involvement as well but it is not as definitive." (B)(6) 2020, report from venogram: "venogram was performed which demonstrated atretic femoral veins draining by venous collaterals. There was no significant opacification of the iliac veins. The micropuncture sheath was exchanged for a 6 french sheath and using combination glide wire advantage and a 5 french catheter access was gained into the ivc above the level of the ivc filter. A cavogram was performed which demonstrated opacification of the ivc." (B)(6) 2020, report from venogram: "this demonstrated some significant interval improvement in the thrombus within the venous system. There was some residual as well as multifocal stenoses most severely in the right common and external iliac vein common femoral vein and upper femoral vein on the right and within the mid left femoral vein and common iliac vein. There is also narrowing within the inferior vena cava through the filter. There is residual thrombus within the filter." "Continued anticoagulation for the next 3-5 days recommended. At that point the attempt of ivc filter removal will be undertaken. This filter has been an greater than 5-6 years and has legs penetrating the ivc and entering the bone. Removal may require endobronchial forceps. Endobronchial forceps require anesthesia due to the stiffness of the device and patient discomfort." (B)(6) 2020, report from venogram: "there is significant thrombus within the filter with just a small patent channel through the filter. The legs of the filter extend through the vein walls into the adjacent soft tissues, as previously noted. In the cava caudal to the filter and in the visualized common iliac veins, there is extensive mural irregularity with prominent filling defects and multiple foci of moderate to severe stenosis. Contrast did reflux into both iliac veins indicating some degree of patency; however, there was prominent stasis of contrast following the injection. The appearance of the thrombus was considered a contraindication to ivc filter removal." "Impression: ...overall, findings favor both acute and chronic appearing thrombus. The filter is likely significantly contributing to the ongoing thrombus; however the appearance of the thrombus was considered a contraindication to ivc filter removal at this time".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, b7, and h6. Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation, inferior vena cava (ivc) thrombosis/deep vein thrombosis (dvt)/stenosis, unable to remove. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications the filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.